Event description:
Customer reported intermittent minimum fill notifications. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting. No additional information was provided.